Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was defective. The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
The correct date should be (B)(6) 2018. The manufacturer internal reference number is: (B)(4).